Manufacturer narrative:
D10 concomitant medical product: unknown endo stitch sulu ( lot # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post operatively of a clinical survey on endostitch suturing devices and reloads for safety and performance evaluation, 1 out of 115 patients encountered a device related adverse event which was used in the general upper abdomen space. Surgical interventions such as exploratory laparotomy, abdominal washout, repair enterotomy, and drainage of intra-abdominal abscess were performed as actions.